Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. Additional information: d9, h3, h4, h6, h11. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it was specified that the air/water flow issue reported was the presence of foreign material in the air/water channel. It is possible that reprocessing could not be completed due to a leak of the glue with the bending section cover. However, the foreign material could not be identified or a definitive root cause determined. The event can be detected/prevented by following the instructions for use which state: the instruction manual ¿gif/cf/pcf-190 series, operation manual chapter 3 preparation and inspection¿ describes the methods for detection. The instruction manual ¿gif/cf/pcf-190 series, reprocessing manual chapter 5 reprocess the endoscope (and related reprocessing accessories)¿ describes the methods for prevention. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device inspection, that the colonovideoscope had an unspecified air/water flow issue. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.